Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Product labeling was reviewed for this investigation. The labeling is found to be adequate as it states, visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Proper techniques for urinary catheter insertion. ¿ perform hand hygiene immediately before and after insertion. ¿ insert urinary catheters using aseptic technique and sterile equipment. ¿ use the smallest foley catheter possible, consistent with good drainage. ¿ document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter placed in or and bulb filled with 10 cc of saline included in foley kit. Correct resistance met at placement of foley. Registered nurse was changing pads and rolling patient over and noted that the foley catheter was out and the bulb was deflated. Foley balloon tested over trash and the bulb was not intact anymore and would not fill and the water just leaked from catheter tip. It was noted that the given lot#ngkr2106.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter placed in or and bulb filled with 10 cc of saline included in foley kit. Correct resistance met at placement of foley. Registered nurse was changing pads and rolling patient over and noted that the foley catheter was out and the bulb was deflated. Foley balloon tested over trash and the bulb was not intact anymore and would not fill and the water just leaked from catheter tip. It was noted that the given lot#ngkr2106.